Event description:
Patient arrived to ed with complaints that his aicd was firing. Alarm had been turned off 6 days prior, but it started again, and then this am while sitting on the chair, his ICD fired. He had kept his activity at a minimum and has not been exposed to the heat. Seen by the medtronic representative in the ed, and ICD was turned off, pacer pads applied. Pt had noise on lead and impedance transients, therefore it was believed to be a "lead or header issue". Patient returned to or for removal of defective lead and change of aicd which was close to end of battery life.